Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination noted rib clavicle crush in the middle region of the lead. The outer coil was compressed / flattened with damage noted to the outer insulation in this region due to clavicle crush forces. The cause of the reported event was isolated to the breach of the outer, and the exposure of the coils consistent with clavicle crush forces. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.